Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the user's autopulse platform (sn (B)(4)) displayed user advisory - ua 07 (discrepancy between load 1 and load 2 too large) error message. The users were unable to clear the error message. No patient involvement.

Manufacturer narrative:
The reported complaint of a user advisory - (ua)07 "discrepancy between load 1 and load 2 too large" on the autopulse platform (serial (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed of imbalance between the two loads cells, both were over reported (defected). Therefore, the root cause of the reported ua07 was due to damaged load cells. There was no physical damage on the returned autopulse platform was observed during visual inspection. During archive data review, multiple (ua)07 error messages were observed on the event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform failed due to (ua)07 "discrepancy between load 1 and load 2 too large" displayed upon powering on. To remedy (ua)07, the damaged loads cells identified during service evaluation were replaced. After parts replacements, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).